Event description:
Per the clinical trial report, during a transcatheter aortic valve implant (tavi) procedure by transapical approach, the 26mm sapien valve was deployed too ventricular, and a native leaflet was overhanging the top edge of the stent portion of the sapien valve. In addition, the anterior leaflet of the sapien valve did not appear to be opening. This resulted in significant central aortic insufficiency (ai), which the patient did not tolerate, and resulted in ventricular fibrillation (vf). The patient was defibrillated, CPR was initiated and the patient was placed on cardiopulmonary bypass (cpb). A second 26mm sapien valve was deployed. Pre-procedure the patient was in the cardiac care unit (ccu). During the procedure, and prior to valve deployment, an intra aortic balloon pump (iabp) was placed due to the patient's elevated right heart pressures and moderately reduced rv and lv function. Post procedure the patient continued to experience episodes of ventricular fibrillation. 13 days after the index procedure, the patient experienced an anoxic encephalopathy of the cortex as a result of the prolonged intra-procedural v-fib arrest and recurrent ventricular arrhythmias in the ICU. The patient had been placed on comfort care on post-op day (pod) #12. The official cause of death was anoxic brain injury.

Manufacturer narrative:
Transesophageal echo (tee) and cine images of the procedure were sent to edwards for review. The following observations were made by the edwards medical director: observations: cine: severe native aortic valve calcification, moderate aortic root calcification, poor image intensifier angle, poor coaxial alignment, with delivery system angulated into the plane of the image, good valve positioning, balloon inflation held, ventilation was not held, valve-in-valve, 2nd valve deployed more aortic. Tee: valve positioned approximately 70/30 ventricular prior to deployment, aortic valve=2.25cm, sinus tubular junction (stj)=2.38cm, non coronary cusp (ncc) severe calcification, with moderate-severe of right coronary cusp (rcc), no loss of pacing capture. Impressions: despite apparent 50/50 valve position on cine, ventricular valve malposition was probably secondary to poor valve positioning (70/30 ventricular by tee), which may have been contributed to by poor image intensifier angle.